Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se found a leak in the system, which was due to a missing umbrella valve/valve body that were dislodged from the manifold of the pump/manifold assembly. The se will replace the pump manifold assembly.

Event description:
It was reported that a, ht70 plus ventilator is not cycling. There was no patient involvement.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.